Event description:
Per the clinic, the patient developed an infection in the mastoid cavity, not related to the cochlear implant. The patient had emergency surgery on (B)(6) 2013, and is reportedly being treated with IV antibiotics (type and dosage not reported). The implanted device remains. It is unknown if the device will be explanted as of the date of this report (B)(4) 2013.

Manufacturer narrative:
Implanted device remains.